Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer reported being hospitalized recently for high blood glucose, diabetic ketoacidosis, and coma. Incident date is (B)(6) 2021 per sap for pump (same as notified date since no specific date was given). Customer said she did not receive any alerts or alarms at all from the pump. Customer confirmed there were no error messages and there was no damage on the pump. Customer uses third party consumables. Helpline advised not to use third party consumables. Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used. Please see (B)(4) for the other incident of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis (B)(6) 2021. The customer¿s blood glucose level was unknown at the time of the incident. Customer was in coma situation. The insulin pump will not be returned for analysis.